Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced blurry image. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Corrected field: b5. Updated fields: d8, d9, d10, h2, h6, and h11. The device was returned to olympus for inspection. A root cause could not be identified. The reported issue was not confirmed by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device experienced blurry image. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and make a correction.